Event description:
The pt will be scheduled for revision surgery due to electrodes out of cochlear. Testing showed that the patient had no auditory sensation for most of the electrodes, and one electrode caused discomfort in the pt's throat. Four electrodes still result in audible stimulation and remain active.